Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the last six sensors they used had calibration errors. The customer states they are having issues with their sensor and blood glucose readings. The customer's blood glucose level was 233mg/dl; the sensor reading was 211mg/dl. The difference was found to be within the acceptable range. The customer was advised of proper calibration times and reasons for fluctuating differences in readings. The customer was advised that replacement sensors would be sent out, and to call as soon as issues arise, and save the materials to return for analysis.